Event description:
The unit was on pt at time of event. Pt had just come back from therapy (unit operating on internal battery). Unit started alarming (battery low or loss, power lost, and disc/sense). Switched unit to ac power however unit continued to shut down. Pt was placed on back up vent. Unit was brought to the supply room and plugged in. No additional problems were noted.